Event description:
During start of dialysis, blood leaks from the catheter, the nurse can see a hole at the bifurcation site. Catheter was placed on (B) (6) 2008.

Manufacturer narrative:
The complaint will be confirmed, but the exact cause is unknown. A hole had developed in the d/l tubing just distal to the bifurcation, which allowed the lumens to leak. The surface of the material around the split was granular. The hemoglide catheter exhibited signs of use. The catheter was discolored. The printing on the bifurcation and the extension legs were worn. Tape residue was visible on the bifurcation and residue was found throughout the cuff. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unknown. No defects related to the manufacturing process were found on the complaint sample. A chr of lot reqa0036 showed no other similar product complaint(s) from this lot.